Event description:
The patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca) using a penumbra system 5max ace reperfusion catheter and a penumbra system 3max reperfusion catheter. During the procedure, the physician experienced difficulty advancing the ace catheter in conjunction with a non-penumbra microcatheter to the target vessel due to tortuosity and vessel calcification. The physician was only able to advance the ace catheter up to the ophthalmic artery and then advanced another manufacturer's solitaire device to the m2 occlusion; however, it was ineffective. The physician then attempted to aspirate the thrombus with the 3max catheter. While advancing the 3max catheter to the m2, the delivery catheter supporting the devices prolapsed, which also made the ace catheter and 3max catheter to prolapse; however the physician was able to exert back tension in order to advance a catheter to the ica. The physician attempted to aspirate using the 3max catheter, yet no thrombus was aspirated. The physician attempted to remove the ace catheter and 3max catheter together; however, upon removal, the physician found that both catheters had become fractured and were missing a fragment of the distal tip. The physician was unable to retrieve the fragments from the patient. A follow up angiography showed a fragment of the 3max catheter in the previously occluded m2 segment of the mca where some flow had been restored. The ace catheter remained in the distal internal carotid artery. No significant deficit in flow was noted with respect to the original angiogram. The patient was then placed on plavix and expired due to stroke progression.

Manufacturer narrative:
(B)(4). Updated text for clarification: the patient was undergoing a thrombectomy procedure in the m2 segment of the middle cerebral artery (mca). The patient had a type iii arch with highly calcified vessels and extreme tortuosity throughout the internal carotid artery (ica). A non-penumbra 6f long sheath was positioned in the ica and used as the conduit for all devices in the procedure. Initially, the physician attempted to deliver a non-penumbra stent retriever device via a non-penumbra microcatheter within the penumbra 5max ace catheter. The physician experienced difficulty advancing the 5max ace catheter in conjunction with the non-penumbra microcatheter to the target vessel due to tortuosity and vessel calcification. The physician advanced the 5max ace catheter up to the ophthalmic artery and then proceeded to perform two thrombus retrieval "passes" with the non-penumbra stent retriever and non-penumbra microcatheter in the m2 occlusion. This treatment did not successfully remove the thrombus. The physician then attempted to advance a penumbra 3max catheter coaxially through the 5max ace catheter to the site of the thrombus. While advancing the 3max catheter to the m2 through significant tortuosity, the non-penumbra 6f long sheath prolapsed into the proximal common carotid artery (cca). This caused the 5max ace and 3max catheters to prolapse as well. The physician then exerted tension on the penumbra catheters in order to redirect the non-penumbra 6f long sheath back into the ica. Once the 6f long sheath was back in position, the physician attempted to aspirate using the 3max catheter, yet no thrombus was aspirated. The physician removed the 5max ace catheter and 3max catheter together. Upon removal, the physician found that both catheters had become fractured and were missing the distal segments. The physician was unable to retrieve the distal segments from the patient. Follow up angiography showed a segment of the 3max catheter in the previously occluded m2 segment of the mca where some flow had been restored. The distal segment of the 5max ace catheter was located in the distal ica. No significant deficit in flow was noted with respect to the original angiogram. The patient was then placed on plavix and expired due to stroke progression. The evaluation confirmed the fracture in each catheter. The following summarizes the evaluation results: penumbra 5max ace: the 5max ace proximal segment was returned. The total length of the proximal segment was approximately 133cm; however, the distal 27cm of the proximal segment was severely stretched and flattened. The remaining proximal 105cm of the proximal segment (measured from device luer hub) showed no significant damage. The catheter was non-functional. *the effective length for 5max ace is 132cm. The measured length of 133cm for the proximal segment shows the severity of stretching prior to fracture. Penumbra 3max: the 3max proximal segment was returned. The total length of the proximal segment was approximately 118cm; however, the distal 13cm of the proximal segment was severely stretched. The remaining proximal 105cm of the proximal segment (measured from device luer hub) showed no significant damage. The catheter was non-functional. In addition, both penumbra catheters were found to have minor kinks and ovalizations in the returned proximal segments. However, based on the complaint report, these are believed to be incidental findings due to handling and packaging after the procedure. As discussed previously, the distal segments of the catheters were left in the patient and not retrieved for evaluation. These devices are 100% visually inspected for damage during process inspection. In addition, representative samples of these devices are subjected to tensile testing prior to lot release. The manufacturing records for these lots were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Based on the complaint evaluation, the likely root cause of the penumbra catheter fractures is the prolapse of the non-penumbra 6f long sheath, which resulted in prolapse of the penumbra catheters, followed by tensioning of the penumbra catheters to redirect the prolapsed long sheath back to its desired position. When the 6f long sheath prolapsed out of the ica into the cca, the penumbra catheters within the long sheath lumen were also forced to prolapse. Because the penumbra catheters are designed to navigate the neurovascular space, they are necessarily softer than the 6f long sheath. For this reason, the penumbra catheters likely kinked at the distal aspect of the 6f long sheath when the prolapse occurred. This is consistent with the complaint evaluation dimensional analysis. Specifically, the location of the stretched segment of each catheter is approximately 105cm from the hub. This measurement aligns with the location of the distal aspect of the non-penumbra 6f long sheath. (Penumbra understands that the 6f long sheath is available in length offerings of 80cm, 90cm, and 110cm). Subsequently, according to the complaint description, the penumbra catheters were tensioned in an attempt to redirect the 6f long sheath back into the ica. Although it is well established in interventional procedures that pulling back or tensioning a device in a coaxial system can have the effect of advancing the other device(s) in the system, this maneuver should not be used if the tensioning device(s) has been damaged. The noted fracturing of penumbra catheters likely occurred during this tensioning maneuver. Tensioning of damaged neurovascular catheters in an attempt to reposition a prolapsed 6f long sheath is likely to lead to this type of failure. The noted lack of aspiration after this maneuver is likely a consequence of the fractured shaft.

Manufacturer narrative:
Result: the 3max was kinked in the proximal shaft under the strain relief approximately 2.8 cm from the hub and kinked 5.2 cm from the hub. The 3max was also kinked 12.0 cm from the distal end, ovalized 6.5 cm from the distal end, and fractured on the distal end. Conclusion: the complaint has been evaluated. The complaint indicated the 5max ace and 3max were separated in the distal shaft after being withdrawn from the patient following use in conjunction with multiple non-penumbra products, and the separated distal fragments of the catheters remained in the patient anatomy after the procedure. The catheters were withdrawn due to no aspiration being delivered to the target occlusion. Evaluation of the returned devices revealed fractures, kinks, and ovalization in both the 5max ace and 3max proximal portions returned. The distal portions of the catheters were left in the patient and not retrieved for evaluation. It appears that the damage found on the catheters may have been due to extreme tortuosity in the m2 segment of the middle cerebral artery reported in the complaint. The complaint also noted that the patient had highly calcified vessels which could have contributed to the damage noted. These devices are 100% visually inspected for damage during process inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This MDR is associated with MDR 3005168196-2015-00248.